Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2006. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive rashes, excessive hair loss, dental problems, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve them. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Plaintiff underwent a hysterectomy to remove her essure coils. Chronic pelvic pain/ increasingly severe pain is listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow- up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain/ increasingly severe pain. Plaintiff underwent a hysterectomy to remove her essure coils. Chronic pelvic pain/ increasingly severe pain is listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the chronic pelvic pain/ increasingly severe pain started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since a surgical intervention was required. Other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.